Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was intermittently resetting. Upon evaluation, there was corrosion on the j1 battery connector, j101 and j502 components on the computer/analog board. The corrosion caused the monitor resets. The root cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.